Manufacturer narrative:
H.6. Investigation summary: bd received samples, but a photo was used for investigation. The photos were reviewed and the indicated failure mode for hemolysis with the incident lot was observed. However, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the retention lot samples. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Visual evaluations demonstrated clinical equivalence and the hemolysis index evaluation showed no statistically significant difference between the evaluation and control tubes. They were unconfirmed statistically in terms of both accuracy and precision. A device history review was conducted for lot number 9344001.

Event description:
It was reported that hemolysis occurred after use with bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter, "increased hemolysis in li hep tubes. As you are aware we believe there to be an issue with the 3.0 ml lithium heparin bd tubes with a lot number of 9344001. We had noticed a trend developing over a 2-3 period in which the rate of hemolysis was increasing. On investigation the only factor in common in all of the instances of gross hemolysis was the lot number of the tube used." 7 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hemolysis occurred after use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "increased hemolysis in li hep tubes. As you are aware we believe there to be an issue with the 3.0 ml lithium heparin bd tubes with a lot number of 9344001. We had noticed a trend developing over a 2-3 period in which the rate of hemolysis was increasing. On investigation the only factor in common in all of the instances of gross hemolysis was the lot number of the tube used." 7 occurrences were reported.